Manufacturer narrative:
The investigation determined that a higher than expected k+ quality control result was obtained from a non-vitros quality control fluid following calibration, using vitros k+ slides with a vitros 5600 integrated system. The assignable cause was found to be user error during reconstitution of the calibrator used to perform the calibration prior to obtaining the higher than expected result. After reconstituting alternate vials of calibrator kit 2 and recalibrating with the same lot of vitros k slides, acceptable k+ quality control results were observed.

Event description:
A customer obtained a higher than expected potassium (k+) quality control result (6.49 mmol/l vs. Expected 2.61 mmol/l) from a non-vitros quality control fluid following calibration, using vitros k+ slides with a vitros 5600 integrated system. Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected on patient samples. The higher than expected k+ result was generated from a non-patient fluid, however, the investigation cannot conclude that patient sample results were not affected or would not be affected if the event were to occur undetected. There is no allegation of patient harm as a result of the event. (B)(4).